Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient was implanted with an impella 5.5 pump to support cardiogenic shock. The pump was placed via the axillary and support was ongoing when there were concerns of a purge leak. The purge cassette was assessed and no leak was noted. The crack was observe in the purge reservoir and the support was continued. The crack was thought to be due to ambulation. There was no patient harm reported.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. No product was returned. Data logs show purge pressure steady around ~600 mmhg for the majority of the case and purge flow between ~4-10 ml/hr. Clinical details state that there was a crack in the reservoir that lead to a slow leak. The reservoir crack was covered in tegaderm. The root cause of the purge leak was most likely a damaged sidearm but the exact location is unknown since no product/images were returned.